Event description:
Evaluation summary: from the examination of the returned devices the cause of the proximal type I endoleak could not be determined. However, from the clinical information provided it is likely that the severely angulated neck was a major contributor. Several fabric tears were observed on the bifurcate aortic body. A 1.7 mm length seam separation and several abrasion and/or crease fatigue tears were observed between springs 1 - 2. The exact cause of these tears is unknown; however, it is likely that the reported severe neck angulation combined with the implantation of the palmaz stent likely contributed to these events. It is also possible that these tears may have contributed to the proximal type I endoleak; however, these holes appeared covered by tissue/thrombus. Multiple fabric holes were also observed on the contra and iliac extensions. It is possible that these holes may have been the source of an endoleak; however, no endoleak was reported in this area, and the majority of the holes appear to have been covered by tissue/thrombus, or by the overlap ping components. Films were not provided; therefore, the in-vivo configuration of the stent graft and the reported endoleak could not be assessed.

Manufacturer narrative:
(B)(4). Eval, results: (conversion to open repair, endoleak). (Disease progression and severe aortic neck angulation). Conclusions: (disease progression and severe aortic aortic neck angulation).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 25 months ago. Aneurysm morphology at the time and currently were not reported. The aortic neck at the time of implant was reported as challenging, with severe angulation at least 80 degrees. Currently, it was reported that the aortic neck had disease progression with continuing aortic neck angulation about 90 degrees. It was reported that a palmaz stent was implanted at the time of implant, due to the severe aortic neck angulation. The recent CT demonstrated that there is a proximal type I endoleak. The physician elected to convert the pt to an open surgical repair. No add'l clinical sequelae were reported, and the pt is fine. The explanted stent graft has been received by medtronic, and the analysis is pending.